Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number 1627487-2022-00295. It was reported that one of the leads migrated. Patient had a fall. Patient was not using their therapy and wanted a system explant. Both leads were explanted. Patient was stable. It is unknown which lead migrated therefore both leads are being reported.